Event description:
It was reported that the patient underwent breast surgery in 2002. The patient returned to ER were it was determined the patient had developed a staph infection at the skin suture site. The wound was debrided and reclosed. The patient remainded overnight in the hospital. The patient is diabetic and the surgeon did not report the sutures as the cause of infection.